Manufacturer narrative:
(B)(4).the covidien service engineer inspected the device and uploaded the current software. The se performed extended self testing on the device and all tests passed.

Event description:
It was reported that, during patient use a 980 ventilator was auto triggering. The patient was removed from the ventaltor and placed on an alternate ventilator. There was no patient harm reported as a result of this incident.